Manufacturer narrative:
(B)(4). An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the patient was positive for contamination e. Coli peritonitis. She was hospitalized on (B)(6) 2015 and discharged on (B)(6) 2016. The patient was treated with vancomycin. The patient was transitioned from peritoneal dialysis therapy to in-center hemodialysis. Medical records were requested.